Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. It was also reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. Tthere was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.